Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08380. (B)(6). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical assessment indicated that the patient did not have a qualifying angina status. The target lesion, a de-novo lesion, was located in the severely calcified proximal circumflex (cx) to the distal cx with 99% stenosis and was 55mm long with a reference vessel diameter of 2.8mm. The target lesion was treated with pre-dilatation, a 2.50x20mm promus premier everolimus-eluting platinum chromium coronary stent, and an overlapping 2.50x32mm promus premier everolimus-eluting platinum chromium coronary stent. A rotational atherectomy was also used during the index procedure. Post-dilatation was performed with 0% residual stenosis. On the following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient was hospitalized for severe gi bleeding, which required 4 units of blood. The patient underwent an embolization for the bleeding. Ticagrelor was stopped due to re-bleeding issues. On the following day, the patient experienced a non-st elevation myocardial infarction, which prolonged the subject¿s hospitalization. Amlodipine was discontinued, and esomeprazole was prescribed. The patient¿s troponin peaked at 27.9 and ejection fraction was 35%. The promus premier stent previously placed in the cx was associated with preserved lv systolic function. Since the patient would not tolerate ticagrelor due to re-bleeding issues, the original plan of a left heart catheterization for further evaluation and potential stenting was no longer available as a treatment option. Six days after, the patient was discharged from the hospital and the patient¿s non-st elevation myocardial infarction was considered resolved.